Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver fails boot and charge: unit displays initialization screen and continuously resets without displaying trend graph or date/time set. Receiver download cannot be performed with receiver in this state. Opened unit, passes interior visual inspection. Performed receiver download with main board separated from ui-u1. Pass. Functional testing/pairing test was not performed due to continuous initialization. The reported event of loss of connection was confirmed. A root cause could not be determined.